Manufacturer narrative:
(B)(4).as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the patient line had become disconnected from the transfer set. The event occurred during drain one on the home choice (hc). The home patient (hp) stated the line did not break but instead became disconnected. The technical service representative (tsr) advised the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.